Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump alarmed button error. They tried clearing the alarm. Customer's blood glucose level was 512 mg/dl. The insulin pump also had a small crack. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with button error alarm and had unresponsive bolus express, esc and act buttons due to moisture damage keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker.